Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the image was not displayed was traced to a component failure, damage to the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for inspection with no reported malfunction. However, an MDR reportable failure was identified during testing at the service center. During inspection of the device, no image was displayed. There was no patient involvement.